Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the nozzle was clogged with foreign material. This is likely to be an issue with insufficient cleaning of the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the evaluation of the issue of a loose universal cord connection. There is no harm to any patient. Upon evaluation of the returned device, it was observed that the nozzle was clogged with foreign material. This medwatch is being submitted for the reportable issue of the clogged nozzle observed during device evaluation.

Event description:
Addendum may 31, 2022: there is no patient involvement in the customer reported event of issue of a loose universal cord connection.

Manufacturer narrative:
Additional information has been received from the customer. Correction is being made to the date of the initial MDR. This supplemental report is being submitted to provide this information. The date of the initial MDR should be feb 20, 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the clogged nozzle was most likely caused by the distal end of the brush during reprocessing. A definitive root cause cannot be identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the clogged nozzle was most likely caused by the distal end of the brush during reprocessing. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Corrections were also made to h8 and e1 (phone number field) from the initial medwatch. Olympus will continue to monitor field performance for this device.